Event description:
Cryo unit failed to freeze during surgery. The 6000psi gas tank labeled argon had helium in it. The tank had "helium," stenciled on the side of the tank, but the white label on top of the tank stated "argon." An inventory of other tanks in a storage area had inconsistent labeling on the tanks, e.g., "helium" stenciled on the side of some tanks, on the bottom of some tanks, and no identification on some tanks.